Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the circuit breaker in the back of the unit had shorted, subsequently causing the reported event. The technician was unable to determine why the breaker shorted, and a root cause of the reported event could not be determined. While onsite the technician replaced the circuit breaker, water hose, and hose clamps of the unit. The unit was tested, confirmed to be operating according to specification, and returned to service. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported that a small amount of smoke was emitting from their dsd edge endoscope reprocessing system. No report of injury.